Event description:
It was reported that during lv lead implant procedure high capture threshold was noted on the rv lead. The rv lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.